Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a therapeutic procedure to put a stent inside the bile duct, the user had difficulty manipulating the forceps elevator. The user could not lower the forceps elevator which was in raised position. Further sedation was given to the patient while the physician was dealing with the malfunction. The intended procedure was abandoned. No harm to the patient has been reported. The patient is going to undergo another procedure later on. There was no report of patient injury associated with the event.